Event description:
It was reported that during an attempted firmware upgrade, the pacemaker exhibited backup vvi. The patient was asymptomatic. After device download, normal device function was restored. The clinician chose not to attempt firmware upgrade a second time. No additional information was available.